Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the programmer was very slow to boot. The clinical specialist was going to ask the account about returning the programmer for service. No patient involvement or complications were reported.